Manufacturer narrative:
Received one 60-6085-202a in original opened package. Lot number was able to be verified. Performed a visual inspection, the complaint was confirmed. The vcare was disassembled. Root cause cannot be determined, however, based upon evaluation of the device, a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 56 complaints, regarding 72 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during a robotic assisted hysterectomy procedure on (B)(6) 2023 when it was reported ¿vcare broke whe attempting to pull the specimen, the balloon, and the cone, retrieved from patient.¿ it was also reported ¿large vcare cone and balloon broke while doctor was attempting to pull of specimen, doctor obtained the cone and balloon from inside the patient. All pieces of the large vcare appear to be obtained, no additional pieces found in the abdomen by doctor.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a - large, was being used during a robotic assisted hysterectomy procedure on (B)(6) 2023 when it was reported ¿vcare broke whe attempting to pull the specimen, the balloon, and the cone, retrieved from patient.¿. It was also reported ¿large vcare cone and balloon broke while doctor was attempting to pull of specimen, doctor obtained the cone and balloon from inside the patient. All pieces of the large vcare appear to be obtained, no additional pieces found in the abdomen by doctor.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3: device not yet received.